Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The battery reciprocator device was evaluated and the reported condition that the device had no power was confirmed. An assessment was performed and it was observed that the unit failed the saw head coupling check (unable to rotate saw head ratchet), trigger test, and the on/off mode check. It was further observed that an unknown liquid was found inside the unit, there was corrosion on the back end of the motor, there was corrosion and residues on the trigger assembly, there were deep scratches on the quick coupling (worn), the piston had no play, and the gear had rough rotation, there was corrosion inside the electronic control unit (ecu), and the motor was damaged and would not rotate. It was determined that the assignable root cause of these conditions was component wear from normal use and servicing and component damage from improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device had no power. During in-house engineering evaluation it was observed that the unit failed trigger test (sticky). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.